Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID dtma1qq serial# (B)(6) implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) was interrogated pre-operatively and the lead impedance measurements were noted as "not taken", this was likely the result of telemetry interference. Post-operatively an interrogation was performed with the same programmer and all lead measurements were successfully obtained. The device remains in use. No patient complications have been reported as a result of this event.